Event description:
Sensor was placed on the forearm correctly. Sensor was reading over 100 points higher than actual blood sugar. Patient tested with finger stick meter and found the error. Patient almost took more insulin to lower sugar which would have sent her to the hospital and would have led to serious complications or death. Patient removed the sensor and called the company. FDA safety report ID# (B)(4).